Event description:
It was reported that a revision surgery from the right hip was performed due to failed right total hip arthroplasty with pseudotumor formation from metal on-metal bearing surface and osteolysis of the proximal femur with fracture of greater trochanter.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the bhr cup, hemi head, modular sleeve and synergy stem were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. It should be noted that the patient had 2 injuries to his hip and a workers comp claim prior to revision. It cannot be determined to what extent his injuries had on his pain and fracture. The elevated cobalt, osteolysis, discolored turbine fluid and loosening of the femoral component noted to have been found intraoperatively are consistent with findings associated with metallosis. The root cause cannot be determined and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.